Event description:
Chronic rashes (hives), headaches. Joint pain, weight gain, abdominal pain (feels like cramps), abnormal lab results, brain fog, low sex drive, incontinence, bloating, mood swings. Ibs-c.